Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation. In the letter the dentist states the patient was seen for a full exam. The patient should stop unsupervised orthodontic treatment with byte immediately. Patient has recession in more than 70% of their teeth and active periodontal disease. The byte treatment has only moved the maxillary arch and the patient has malocclusion including anterior edge to edge bite. Patient needs significant orthodontic treatment that may require surgery with an orthodontist to move maxillary and mandibular arches simultaneously. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.